Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had the stimulator turned up too much and their legs were hurting so they turned it down and the leg pain was resolved. It was also reported that the patient increased the amplitude by 1 point because they did not think that the therapy was working properly as they had a loss of therapy. It was further reported that patient fell down the stairs and now their back was killing them as they experienced pain right under the lumbar above the tailbone on the left hand side. Patient also reported that their legs and arms go numb and tingly when they are sleeping especially the side where the ins is on. No further complications were noted or anticipated patient has a medical history of gallbladder removal( removed on friday(november 7th) before the call date)